Event description:
Litigation alleges that the patient suffers from pain and discomfort in hip and leg which has increased over time; severe pain, weakness, decreased range of motion, misalignment, popping/clicking, headaches, dizziness, and difficulties with activities of daily living. The patient also alleges elevated levels of cobalt chromium metal ions, and muscles mass and deterioration of the soft tissue.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.